Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during delivery in the nursing area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 345 was not reproduced. A review of event history log revealed multiple occurrences of system error 345 - thermistor disparity. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.